Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, after removing a fibroid and attempting to close the opening, the needle popped off the suture as the surgeon grabbed the mega suturecut needle driver instrument. The site reported that no one saw which direction the needle went, and they were unable to locate the needle. The surgical staff used a c arm to attempt to find the needle but was unable to find it laparoscopically. They then performed another c arm with no success. The search for the missing needled resulted in a delay that lasted 2-2.5 hours. As a result, the surgical procedure was converted to open surgery, and they were able to locate and remove the needle successfully. The procedure was completed with no other issues reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The mega suturecut needle driver involved with this event has not been returned for failure analysis testing. A supplemental MDR will be submitted if the product is returned and evaluated or if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A log review was performed and the following was confirmed: the myomectomy surgical procedure was performed on (B)(6) 2022 on system (B)(4). A review of the instrument logs for the mega suturecut needle driver (part #471309-15 / lot/serial (B)(4)) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on (B)(6) 2022 via system (B)(4). There were 12 uses remaining after the last usage. This complaint is considered a reportable adverse event due to the following conclusion: the customer reported that when the surgeon grabbed the mega suturecut needle driver, it popped a needle off the suture and the needle fell into the patient. This resulted in a 2.5 hours surgical delay in search for the needle and subsequent conversion to open surgery in order to locate and successfully remove the needle.